Manufacturer narrative:
E1: patient city: (B)(6) patient country:united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered hospitalized due to high blood glucose. The blood glucose level was found to be 400mg/dl. The patient was treated with IV drip. No further information available.